Manufacturer narrative:
The manufacturer previously reported a bipap synchrony that allegedly overheated. It was reported that the patient expired. The device was returned to the manufacturer's service center for evaluation. The error log of the device was downloaded and reviewed by the manufacturer. No errors occurred on the date of the event that would cause the device to shut down. The device was tested for temperatures and was found to be within specifications. The device was tested and was found to operate and alarm to design specifications. The manufacturer concludes the device did not cause or contribute to the patient's death.

Event description:
The manufacturer received information alleging a bipap synchrony was overheating and the patient expired. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.